Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "no video display" was observed and attributed to a system interconnection flex cable that was not properly seated to a connector on the user-interface module board. The cable was reseatedto resolve the report. The report of "internal comm failure-1173" was observed during review of the device data logs. However, the device was put through extensive testing including all calibration tests and outgoing systems tests without duplicating the report. An internal inspection of the device found no discrepancies. An internal ribbon cable was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display and later displayed an "internal comm failure- 1173" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.